Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following the cataract surgery with intraocular lens implant procedure, the patient has uncontrolled visual acuity and could be refracted to 20/30. Optical path difference (opd) shows toric iol is about 18 degrees away from axis of astigmatism but iol also appears to be mild subluxed in the bag.